Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was in use on a pediatrics patient during a helicopter transport and approximately 30 minutes after starting ventilation, the ventilator stopped ventilating and did not alarm. The patient was manually ventilated while the ventilator was powered back on and the ventilator delivered 2-3 breaths and stopped delivering breaths again. The customer did not report any patient harm associated with this reported event.